Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The used company (d) cartridge, lot 32692740 was returned for evaluation. Viscoelastic was observed in the cartridge. The cartridge has evidence it was placed in a handpiece. Topcoat dye stain testing was conducted with acceptable results for the presence of topcoat. Damage was observed to the interior coating on the right side of the tip (disruption in the coating) of the used cartridge. Review of the provided video shows a clear strip of material on the posterior surface of the optic. The material size and shape are consistent with the damaged area of the interior coating of the returned used company (d) cartridge. Product history records were reviewed and documentation indicated the product met release criteria. The associated lens model and handpiece were not provided. The lens was reported to be a company lens. Diopter was not provided. It is unknown if the lens was in the qualified diopter range. A non-qualified viscoelastic was indicated. The root cause for the reported complaint could not be determined. Based on the review of the returned used company (d) cartridge and the provided video, the reported foreign material was most likely internal coating material from the company (d) cartridge tip. It is unknown if a qualified lens model/diopter and viscoelastic were used. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a dirt-like foreign material adhered to the intraocular lens (iol) after passing through the cartridge during an iol implant procedure. The dirt-like foreign material was able to be removed by performing irrigation and aspiration. The surgery was completed with the original device.